Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to the patient requiring MRI for a brain tumor (non-device related). Additional information has been requested but has not been made available as of the date of this report.